Event description:
It was reported that the patient presented to the clinic after having inappropriate and aborted therapies for noise. X-ray revealed an insulation breach. As such, the lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.